Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, on the section of the distal colon, the device did not fire. They replaced the device to complete the case. There was no patient injury.